Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as inflamed. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient removed the device and the pcp prescribed hydrocortisone and lotions. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.